Event description:
Pt called in to report on her dexcom g7 is not working properly. Stating her dexcom alert her in the middle of the night twice with a inadequate result of 42 but didn't have any symptoms that would result in that low of a reading. She had to drink a soda for it to go up. Hecc: 4582. Dpc: 1535,1012. Reference report: mw5173049.